Event description:
It was reported that there were unsuccessful right atrial auto-threshold (raat) tests due to low evoked response and noise on this right atrial (ra) lead. Additionally, there were no ra sensing or capture concerns. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).